Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of distal end was shaved and chipping of the adhesive around the light guide (lg) lens is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service repair technician indicated that the distal end was shaved and there was chipping of the adhesive around the light guide (lg) lens. There was no patient involvement.